Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bipolar high impedance warning was noted on the right atrial (ra) lead. Possible oversensing and high thresholds were also noted on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.